Manufacturer narrative:
Batch review performed on 24 june 2025. Lot 1908631: (B)(4) items manufactured and released on 16-march-2020. Expiration date: 2025-03-05. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Additional component revised: gmk-sphere 02.12.0411fl tibial insert fixed sphere flex size 4/11 mm l (k140826) lot 2000400: (B)(4) items manufactured and released on 25-feb-2020. Expiration date: 2025-02-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year 10 months after the primary, the patient came in reporting pain and the cause is unknown. The surgeon revised the tibial tray and insert and implanted a tibial cone and extension stem. The surgery was completed successfully.